Event description:
Follow up revealed that the random painful stimulation reported was a reference to the initial reported discomfort.

Event description:
It was reported that the clinical facility was unable to reprogram the generator settings in response to the patient experiencing discomfort. Error code 254 was observed and all actions except for programming were able to be performed. It was further reported that the facility staff attempted troubleshooting steps, including resetting the wand and programmer and exiting/re-entering sessions, but were unable to resolve the programming issue. The facility staff performed a generator reset, after which a low impedance reading of 600 ohms was observed (in comparison to previous reported impedance values in the 2,300 ohms range) and generator settings were able to be changed. Facility staff then attempted rapid swiping of the magnet, but reported that this did not resolve the observed low impedance. It was reported that the extended data downloaded from the patient¿s generator indicated that the magnet had been swiped 440 times since implant, with 115 magnet inhibitions. It was stated that the facility staff viewed the number of magnet swipes observed as ¿unusual and unexpected,¿ as the staff reported that they did not utilize the magnet that much. A review of device history records revealed that the generator passed quality control inspection prior to distribution. Review of the tablet data revealed that the counts for both magnet swipes and magnet inhibitions ceased to increment sometime between the initial report and the week prior. The internal generator data indicated that the run state of the vns was "stim inhibited" at this time. A user-intended reboot was performed. Following the reboot, the run state was listed as "stim in off time" and a low impedance was observed. Review of the last advanced interrogation (post-reboot) of the device revealed that all stimulation modes were disabled and, therefore, the device was not delivering the programmed therapy. Based on the reported pattern of events and the data downloaded and analyzed regarding this generator, this is consistent with a reed switch failure. Follow up with the company representative revealed that there was no known trauma to the vns generator area and that the patient had experienced random painful stimulation, which should not be likely with a reed switch failure and, therefore, it is unknown if the reported random painful stimulation was a reference to the initial reported discomfort. No additional relevant information has been received to date.